Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was not observed.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes were not filling adequately.